Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that this pd patient was hospitalized. There were no reported allegations that the event was caused by fresenius products. However, the nurse stated the hospitalization could be related to pd but that the patient has other comorbid conditions. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of fever and malaise. Upon admission into the hospital, the patient had an elevated troponin level. The nurse stated that the patient is pending open-heart surgery. The nurse confirmed this was not related to dialysis and due to pre-existing cardiac disease. Additionally, while hospitalized, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was initiated on intra-venous (IV) antibiotic therapy utilizing cefepime and vancomycin (dosing not provided). The nurse stated that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that this pd patient was hospitalized. There were no reported allegations that the event was caused by fresenius products. However, the nurse stated the hospitalization could be related to pd but that the patient has other comorbid conditions. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of fever and malaise. Upon admission into the hospital, the patient had an elevated troponin level. The nurse stated that the patient is pending open-heart surgery. The nurse confirmed this was not related to dialysis and due to pre-existing cardiac disease. Additionally, while hospitalized, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was initiated on intra-venous (IV) antibiotic therapy utilizing cefepime and vancomycin (dosing not provided). The nurse stated that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.